Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that starting last wednesday, the system was not working. The patient changed the batteries on the patient programmer (pp) and it powered up. After several attempts, the patient was able to connect to their ins: on/ok b120. The patient stated he had fell 4-6 times before wednesday. The patient was offered a programmer antenna to make it easier to connect to the ins. No further complications were reported/anticipated.